Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced.